Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient stated the ins is fully charged and he is not feeling anything in his arm. The patient stated his arm is starting to bother him and cause pain. No troubleshooting was done prior to the call. The patient communicated with the ins using their patient programmer and it showed that stimulation was off. When the patient turned the ins back on they stated they could not feel anything still and they normally can feel stimulation. It was reviewed they could turn stimulation up. The patient increased stimulation up to 1.15v. The patient stated he could feel the stimulation if he moved his arm and it was painful so he turned it back down to 0.45v but cannot feel anything there. The patient stated it is not constant. No further complications were reported. No additional patient symptoms were reported.